Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed leaking in the dialysate compartment of the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 300cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted coagulated blood between the polyurethane (pu) cut surface, screw flange on both ends of the dialyzer, and within the dialysate side of the dialyzer. The dialyzer was subjected to a laboratory bubble point test where no leaks were observed (possibly due to coagulated blood). The dialyzer was then subjected to destructive disassembly for further visual analysis. A short fiber was located on the cavity ID end of the dialyzer. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one deviation notice noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported complaint of "internal blood leak." This includes non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. The complaint investigator was able to identify a short fiber on the cavity ID end of the dialyzer. Therefore, the complaint has been deemed confirmed.